Manufacturer narrative:
The device was evaluated by hospital biomed with the support from philips engineer and the issue was confirmed remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective external paddles. The issue was resolved by replacement of the external paddles, and the product is back in service.

Event description:
It was reported to philips that the device did not deliver shock. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.